Event description:
On (B)(6) 2014, leica biosystems received a complaint regarding sub-optimal tissue processing using, peloris tissue processor. The complaint described the reagent bottle(s) designed for 100% alcohol as "very merky and dirty". On (B)(6) 2014, a leica field support specialist (fss) contacted the laboratory by telephone, in order to provide support and assistance in the investigation and resolution of the circumstances involved I this complaint. The laboratory advised the fss that tissue sample exhibiting sub-optimal processing were diagnosable with the exception of one (1) case which will be re-processed. On (B)(6) 2014, leica biosystems received info from the laboratory that the one (1) case was diagnosable following re-processing.

Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for 47 secs at 16:47pm on (B)(6) 2014 and 5 secs at 16:49pm on (B)(6) 2014, which is not sufficient time to complete manual replacement of the reagent. The corresponding reagent station was reset, which set the concentration to the default value of 100% configured in the regent types definition, and resets the number of cassettes processed and the number of cycles and days to zero. Although the user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance, the actual ethanol concentration of the reagent in bottle 4 remained as 82.6% because it had not been physically replaced. The instrument software uses reagent concentration to select reagent stations when executing a protocol. Bottle 4 was used for the final dehydration step of the "factory 12hr xylene standard" protocol from which sub-optimal tissue processing was identified, the required minimum final reagent conc for ethanol is 98%. The consequences of using ethanol at less than the minimum final concentration required are re-introduction of water into the tissue which cannot be displaced is subsequent processing steps and contamination of reagents used for subsequent processing steps, resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to completed the manual reagent replacement process in accordance with the manufacturer instructions in the leica peloris/pelorisii user manual.